Event description:
The customer reported that the system would display blank monitors during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the hard drive and the power supply and adjusted the 5vdc circuit and loaded new software and calibration files. The system was tested and found to be working as intended and put back in service.